Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a right video-assisted thorascopic surgery wedge resection, the patient had incisional pain and was not improving. The patient was not taking any medications. The event was not related to the powered handled and seven reloads. The event was related to the manual handle. There was no patient injury.